Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has gotten 4 no delivery alarms on the insulin pump. Customer stated that she had 2 no delivery alarms today and changed sites, infusion sets, and reservoirs. Customer stated that nothing is working and her blood glucose has not come down from 250 mg/dl today. Customer stated that she tried everything multiple times now. Customer stated that she has been on the pump for about 4 years. Customer stated that pump replacement has resolved previous issues for her. Customer stated that she changed the set out this morning and her previous set change was about 3 days ago. Customer stated that the pump woke her up with the alarm and she changed the reservoir. Customer's blood glucose was 160 mg/dl at the time of the first no delivery alarm. Customer stated that after this set change in the middle of the night, it was successful for that night. However, the customer then got a second no delivery alarm where she changed the whole set out.